Manufacturer narrative:
During our evaluation it was observed that the device is severely bent, there are marks from where the device was chucked and the tip of the device is fluted, the condition of the device is consistent with the wrong guide wire being used during use. (B)(4).

Manufacturer narrative:
The device has not been received for evaluation.(B)(4)

Event description:
The endoscopic cannulated drill bit has broken during the surgery and the tip has not been removed; it is still in the patient's bone.